Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01638 / 2014-04261).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2006 and that a subsequent revision procedure occurred on (B)(6) 2007 due to unknown reasons. Additional information received from patient¿s legal counsel report patient allegations of pain, soreness, dysfunction, loss of range of motion, impairment and lack of mobility. This report is based on patient allegations and the allegations are currently unknown and unverified.